Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, customer reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 123-166 mg/dl. Reportedly, issues were resolved, and the customer continued using the pump.